Event description:
The customer stated that they received erroneous results for six patient samples tested with the elecsys troponin t stat assay on a cobas 6000 e 601 module. All erroneous initial results were reported outside of the laboratory and questioned by the doctor. The samples were repeated and the repeat results were believed to be correct. The first patient sample initially resulted with a troponin t value of 0.04 ng/ml, which repeated as < 0.01 ng/ml. The second patient sample initially resulted with a troponin t value of 0.04 ng/ml, which repeated as < 0.01 ng/ml. The third patient sample initially resulted with a troponin t value of 0.04 ng/ml, which repeated as < 0.01 ng/ml. The fourth patient sample initially resulted with a troponin t value of 0.05 ng/ml, which repeated as < 0.01 ng/ml. The fifth patient sample initially resulted with a troponin t value of 0.05 ng/ml, which repeated as < 0.01 ng/ml. The sixth patient sample initially resulted with a troponin t value of 0.05 ng/ml, which repeated as < 0.01 ng/ml. No adverse events were alleged to have occurred with the patients. The troponin t reagent lot number was 33881200, with an expiration date of 31-jul-2018. The field service engineer determined that the main pump and gear pump pressures were too high. He adjusted the pump pressures to specifications and adjusted the rinse levels. He checked liquid level detection voltages and all probes. He checked mixing. The customer ran calibration and controls; all results were satisfactory. The customer ran precision studies and these were within guidelines. Last calibrations were performed on (B)(6) 2018. No alarms were noted on the calibrations. Controls recovered acceptably before and after the event. The investigation determined that the service actions resolved the issue.